Manufacturer narrative:
Exact date unknown, event occurred between (B)(6) 2021. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 20, 2021 that a wallflex biliary fully covered rmv stent was implanted to treat an approximately 2cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During a scheduled stent removal procedure, resistance was felt at the proximal part of the stent while attempting to remove the stent from the patient. Consequently, pressure was applied and the stent was successfully removed with a snare and the procedure was completed. There were no patient complications reported as a result of this event. Note: the stent was implanted to treat a malignant stricture in the common bile duct and was removed during a scheduled stent removal procedure. Per the wallflex biliary rx fully covered stent system rmv instructions for use (IFU), "the wallflex biliary rx fully covered stent should not be moved or removed after completion of the initial stent placement procedure in intrinsic malignant tumors. Manipulating, repositioning or removal of the stent may result in perforation, bleeding, tissue abrasion or other patient injury." The stent is not indicated to be removed for malignant strictures.